Event description:
Echelon 45 flexible stapler jammed during case. No patient harm. In addition to the identifiers provided, other identifiers listed on the label are: (B)(4). FDA safety report ID# (B)(4).